Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer was unable to fill the tubing. The customer rewound the insulin pump and changed their infusion set 4 times. The insulin pump rewound and kept alarming no delivery. With a new piston she tried to push manually and insulin would not exit. The customer changed the reservoir and it did work with the old infusion set. In the alarm history there was a bad battery, weak battery, low reservoir, no delivery for today. Customer's blood glucose level was 20 mmol/l. The device was not returned.